Event description:
Caller alleged discrepant inratio2 results. Results as follows: pt self tester was trained on the inratio meter yesterday ((B)(6) 2012) and had a prescription for a lab draw. Date: (B)(6) 2012, inratio: 4.6, lab: 2.5. Test were done within 30 minutes of each other. Trainer's strip was used; pt was unable to provide the lot number. Pt was told to hold her warfarin dose for the night due to meter results and lab result not coming in until today ((B)(6) 2012).

Manufacturer narrative:
Pt has lupus and is anemic. No hematocrit data provided. Pt health status at the time of coagulation test may contribute to unexpected inr result or errors in testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 4.6, reference: 2.5, mean: 3.55, confidence limits: 2.0-5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are with in the confidence limits for inr testing. The results are not considered discrepant with in the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No indication of bleeding nor adverse issues were reported by the customer. As of (B)(6) 2012, no product is expected to return nor was strip lot information provided. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned and no strip lot information was provided. Unable to perform further investigation without additional information. Root cause could not be determined from the information provided by the customer. This issue will be subject to tracking and trending. Corrective action not required at this time.